Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, insulation damage was visually confirmed by the physician on the right ventricular (rv) lead. Furthermore, the pacing impedance of the rv lead was high, but the physician elected to implant the lead. The following day, the pacing impedance had increased again, but the physician decided not to perform further intervention. The patient is stable and will continue to be monitored.